Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 49 mg/dl. Customer reported via phone call that they experienced high blood glucose levels of 330 mg/dl. Customer states after dinner she was experiencing low blood glucose levels. Customer mentions that she is not receiving any alarms that indicated that she had low blood glucose levels. Customer reports a week ago she lost consciousness at 330 mg/dl. The customer declined to trouble. The customer was informed that she did receive an alert that she had low blood glucose levels the product was not returned for analysis.